Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump detected movement in the hall sensor counts that are unexpected since the pump did not command motor movement. The customer's blood glucose reading was unknown. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. The motor was tested outside of the device and passed.